Event description:
It was reported that the patient with this right ventricular (rv) lead experienced discomfort, pain and paresthesia as the patient had issues with the left arm since device implant. This rv was explanted. No additional adverse patient effects were reported.